Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in canada alleging the meter was reading inaccurately compared to the same meter. The reporter alleged readings of "19.6 and 16.2 mmol" on the same meter within 20 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.